Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of both the left and right common femoral artery with 2 proglide devices using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. The sutures of 4 proglide devices were successfully pre-placed (2 on the left, 2 on the right). The sheath was upsized (16fr on the left, 18fr on the right) and the aaa procedure was completed. Reportedly, post procedure, a suture break occurred with two devices (1 on the left and 1 on the right) while pulling the suture during knot advancement. The one successfully pre-placed proglide suture and the suture of a new proglide device were used to achieve hemostasis in each side. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture detachment was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Event description:
Subsequent to the initially filed report, the suture breaks occurred when the plunger was removed. No additional information was provided.